Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The soda lime canister was replaced to resolve the reported issue.

Event description:
The hospital reported loss of ventilation due to a 15l/min leak. There was no patient involvement.